Manufacturer narrative:
Follow-up # 1 - device evaluation. Product analysis performed a retain test. The retain test strips failed the performance testing with blood for accuracy and precision at 300 mg/dl level. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that on (B)(6) 2015 he obtained results of ¿234 and 289 mg/dl¿ on the subject meter. The tests were reportedly performed within 20 minutes. Based on statistical methodology the calculated difference in results satisfies lifescan¿s criteria for precision. The patient detailed that he manages his diabetes with an insulin pump and it is not known if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient stated that one day after the alleged inaccuracy he developed symptoms of ¿dry mouth, nervous and dizzy¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient described using the correct testing process and the test strips had not expired and were in good condition. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing symptoms suggestive of a hyperglycemic event after the alleged meter inaccuracy.